Manufacturer narrative:
The investigation found no evidence of analyzer malfunction. There was no evidence that the event was related to the vitros trop I es reagent lot in use at the time or evidence to suggest operator error. The root cause of the falsely elevated vitros trop I es result is unknown.

Event description:
The customer obtained a single, falsely elevated, non-reproducible vitros trop I es result on one patient sample. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated result was reported; however, there were no allegations of harm as a result of this event.